Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have gone to the hospital for high blood glucose. Customer states that there was moisture in the reservoir compartment of the insulin pump. Customer's blood glucose was 594 mg/dl, treatment not documented. Customer found big air bubbles. After troubleshooting, customer was advised to return reservoir for analysis. No further information provided.